Manufacturer narrative:
This MDR submitted (B)(4) 2012. Tube lot# was not provided by customer. Method: actual device not evaluated. Process eval performed. No related ncmrs or complaint trends identified. Conclusion: unable to confirm complaint. Device not returned. Itc has requested all data required for form 3500a.

Event description:
Pt 2 of 2. Distributor reports clot was not detached with the hemochron response coagulation system. Instrument generated result of >1500 seconds with 2 pt cases. User observed when tubes were removed from the instrument that the blood had formed a clot. No adverse event (s) reported. Pt 1: file on MFR report# 2248721-2012-00052.